Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd plastic non-sterile luer-lok¿ tip syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: syringes are falling apart. They disconnect at the plunger. There were three pain kits that had broken 5ml syringes.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that 3 bd plastic non-sterile luer-lok¿ tip syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: syringes are falling apart ¿ they disconnect at the plunger. There were three pain kits that had broken 5ml syringes.